Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left artery (la). After rotational atherectomy was performed, a 2.50 x 16 mm synergy¿ drug-eluting stent was attempted to advance to treat the lesion. Despite several attempts the device was still unable to advance, thus it was removed from the patient. Upon inspection outside the patient's body, it was noted that the mid part of the stent was stretched. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 2.50 x 16mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found stent damage. The 9 most proximal stent strut rows had been stretched proximally. The most distal stent strut how was damaged; struts were flared outwards. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. The device was tracked over a 0.014'' guidewire and no issues or resistances were noted. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified left artery (la). After rotational atherectomy was performed, a 2.50 x 16mm synergy drug-eluting stent was attempted to advance to treat the lesion. Despite several attempts the device was still unable to advance, thus it was removed from the patient. Upon inspection outside the patient's body, it was noted that the mid part of the stent was stretched. The procedure was completed with another of the same device. There were no patient complications nor injuries were reported.